Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the tissue was very thick.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device with a black reload and buttressing was used and after two or three firings it appeared that the anvil was beginning to bend upwards. At this point another like device of the same product code was used to complete the case. There was no patient consequence reported.